Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 152094 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 152094, test base part number 195-430wl / lot 148104. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 152094 showed that the complaint rate is (B)(4) (05/285228). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported an unconfirmed false positive with the binaxnow ag self test. Repeat testing was performed and generated positive results. Confirmation testing was not performed. No additional information, including patient treatment and outcome was provided.